Event description:
According to the customer, during a "synchronized cardioversion" on (B)(6) 2024, when delivering a "shock" there was a "popping sound heard, small smoke noticed, and a burnt smell."

Manufacturer narrative:
According to the customer, during a "synchronized cardioversion" on (B)(6) 2024, when delivering a "shock" there was a "popping sound heard, small smoke noticed, and a burnt smell." The customer reported the patient's skin was "burnt" on the "mid chest." The customer reported the patient is "stable" and "being treated." The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.